Event description:
During a cholecystitis drainage on a (B)(6) pt with a pre-existing hydronephroses condition; there was kinking of the drain. The drain was exchanged. Info was provided that the device was implanted on (B)(6) 2014 with an explant date/exchange of drain on (B)(6) 2014. The pt required additional procedures due to this occurrence. (Exchange of drain), however, according to the initial reporter, the pt did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the pt's body.

Manufacturer narrative:
Catalog #: duan-6.0-19.5-25.0-6s-pig. (B)(4). Event is still under investigation at this time.